Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb gt1 3.0 x 28 mm referenced is filed under a separate medwatch report number.

Event description:
It was reported that post implantation of two absorb scaffolds (3.0 x 28 mm and 2.5 x 12 mm) in the left anterior descending coronary artery on (B)(6) 2016, the patient expired in the intensive care unit two days later on (B)(6) 2016. No additional information can be provided due to hospital privacy policy.